Event description:
It was reported that the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) were explanted for an unspecified product performance issue. Attempts were made to find out additional information without success. A new device and rv lead was successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.